Event description:
It was reported that the robotic assisted saw interface left device plastic piece at the top of the device was broken. During an in-house engineering evaluation, it was determined that the plastic spacer component of the saw locking mechanism is broken in half near the middle where the cross sectional area is the smallest. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was found that the plastic spacer component of the saw locking mechanism was broken in half near the middle where the cross-sectional area is the smallest. Therefore, the reported condition was confirmed. Functional testing of the device revealed the device still operated appropriately. The saw clamp assembled, retained, and disassembled with the a production equivalent saw handpiece as expected. The broken space has no impact on the overall functionality of the device. The overall complaint was confirmed as the observed condition of the device is consistent with the reported event. There is no indication that a design or manufacturing issue has caused the complaint condition. The plastic spacer component is not designed to withstand bending stress of any capacity during intended use. Therefore, the potential cause is traced to unintended use error. The overall appearance of the device shows signs fatigue and high frequency use. UDI: (B)(4).